Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient found a leak on the catheter located between the bifurcation and the cuff on (B)(6) 2017 and was unable to perform dialysis. On (B)(6), when the doctor was replacing the patient¿s leaking catheter, the patient had a cardiac arrest. They performed rescue but the patient died.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved was not returned for evaluation. Four photos were provided by the customer. Visual evaluation of the photos was performed. The first picture shows a permcath catheter in relaxed position, cut in two parts below the hub. Photos #2 and # 3 reveal a gap below the hub. Photo #3 and #4 reveal a cut in the shaft of the catheter. An ishikawa diagram was used to determine the potential causes for this event. As per the instructions for use (IFU) the customer should perform a visual inspection before using the device. It states to not use the catheter if it appears damaged or defective and to use caution with sharp instruments near the catheter because the tubing can tear when subjected to excessive force or rough edges. The reported condition was confirmed. The issue was identified during the photo evaluation. Based on the available evidence it can be concluded that the product was manufactured according to specifications, and a cause could not be related to manufacturing activities at this point. The most probable root cause could be considered as either excessive force, sharp objects, or inappropriate use of cleaning agents. No trends or triggers have been found. This complaint is related to harm in the patient, however the severity calculated was found equal than the expected in the risk assessment. Therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.